Event description:
A report was received that the patient felt the location of the generator was uncomfortable. The patient underwent a procedure where the location of the ipg was moved. The patient was reportedly doing well postoperatively.